Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported system fan issue; system fan is noisy. Analysis also confirmed the reported display hinge issue; display hinge screws were missing. Analysis could not confirm the reported dim display issue; screen powers up as expected with no dim display. Analysis also found the ECG (electrocardiogram) connector is loose on a printed circuit board assembly. (B)(4).

Event description:
It was reported the screen is dim, the hinge for screen is broken, and the fan motor makes loud noise on the right side. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.